Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
A complete analysis could not be performed due to partial lead returned measuring 26.5cm from the connector pin.

Event description:
It was reported that the patient expired of sudden cardiac death. There is no allegation from a healthcare professional that the death was related to the device.